Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. There will be no DHR review as the lot numbers remain unknown. There are no indications of manufacturing defects. For this part (09-0257) and the previous one year (from the notification date) regarding the elevator bending/ fracturing, there is a complaint rate of 0.3%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. G4 date received by manufacturer. G7 type of report. H2 follow up type h3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during an extraction of the first molar. No adverse events have been reported as a result of the malfunction.